Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic and the atrial lead exhibited loss of capture. The device was reprogrammed and the patient would continue to be monitored.